Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 multiple pockets failed. A field service engineer powered down the station and inspected the drawer then found that the cable had been knocked out of the controller. The module and other drawers, including drawer 3.1, 3.2, and drawer 6, were also close to having cables disconnected. All cables were then checked and found to be tightly seated and secured with side clamps to resolve the issue. The station was powered back on, and the customer tested the functionality, with all tests passing. To confirm the repair, the customer successfully recovered storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 and 4.2 was failed to detect on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.